Manufacturer narrative:
No product will be returned per customer. The customer complaint of pca IV tubing leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the pca IV tubing infusing morphine 1mg/ml was leaking at the y connector .the rate was 2 mg every 10 min with a lockout of 20 mg in 4 hours .event occurred pcu. No harm to patient reported.